Event description:
Information was received from a patient regarding an unknown patient who was receiving an unknown drug via an implantable pump. When discussing pump recalls, the patient stated that the health care professional told him that they had a pump in their office fail and the unknown patient went into withdrawal. There were no further details on this allegation.